Event description:
Additional information received reported patient was able to fully recharge device and patient was doing great.

Event description:
It was reported that there was an inability to charge the implantable neurostimulator (ins), and a flip of the ins was later confirmed and revised. The patient met with the manufacturer's representative who "couldn't get it to work either." It was reported that the antenna locate feature was tried with no success. The manufacturer's representative did a hard reset with an implantable neurological stimulator recharger (insr) and still did not change coupling issues. The recharger was working with the exception of not getting the coupling boxes. The manufacturer's representative wanted the patient to try a new insr. It was suspected that the ins may have flipped. It was reported that there was "a lot of swelling" in the ins location, and an x-ray was done. Loss of stimulation was reported on (B)(6) 2012. Communication with the physician and patient programmers was possible but not with the recharger. The recharger was swapped out and continued to have no coupling bars. It was reported that the ins can be felt and was not too deep and that the swollenness had gone down. It was also reported that during the phase when the patient was swollen, the ins may have flipped. It was noted that the pocket may be revised. However, it was later reported that same day that they could not "get any coupling" and that the battery was discharged. On (B)(6) 2012, it was reported that the new recharger was not working. Icons on the screen showed that the recharger was incompatible with the ins, and it was confirmed that the recharger was incompatible with the patient's device. It was also reported that her "stim" had been "dead for 4 days." On (B)(6) 2012, it was reported that the patient had surgery on monday to flip the neurostimulator back to the upright orientation. It was confirmed that the device had been flipped and was the reason for the reported issued. It was also reported that the device had not been overdischarged, yet; it had been discharged for two weeks. It was reported that the device will charge full in 10 days after the incision had healed. No other interventions were needed, and the patient was doing fine and was anxious to charge.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer.